Manufacturer narrative:
The returned device was evaluated. The tip was found to have fractured off. The root cause cannot be determined, but the evaluation of the torque limiting handle which was used in conjunction with this driver shaft was found to output torque above its specification limit. A review of the manufacturing record did not identify any issues which would have contributed to this event. The labeling was reviewed and fond to contain instructions regarding device usage. Reference report 3003853072-2017-00109.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a driver broke within surgery. An alternative driver was used to complete the procedure. There was a delay of 1.5 hours, but no patient injury was reported as a result of this event.